Event description:
Consumer claims to have been pierced with the inverness ear piercing system at a retail vendor in 1999. The consumer sought medical treatment in 12 days for pain and swelling. Five days later irrigation and drainage procedure was done and medications given. 23 days after having been pierced the consumer was admitted into the hosp for another incision and drainage and IV antibiotics, and was released 5 days later.